Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm during testing. Unable to determine the root cause, problem isolated to motor force sensor. The insulin pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was report that their insulin pump had experienced rewind anomaly as well as the insulin pump got switched off. The customer¿s blood glucose level was 285 mg/dl. The customer states had a crack at one side from the reservoir compartment. The insulin pump will be returned for analysis.